Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 60-82mg/dl. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened 08/29/2015. Customer performed back to back blood test 180mg/dl and 157mg/dl not fasting. Customer is concerned with results obtained true track 136 (B)(6)2015 08:30:00 am fasting. Reviewed meter memory (B)(6). Customers concern:customer is concerned with result of 92 mg/dl customer calling concerned her meter is providing results she considers are high for her .customer meter displayed a result of 136 mg/dl on (B)(6) 2015 am that she considers is high for her. Customer meter's time and date are wrong. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 60-82mg/dl. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 180mg/dl and 157mg/dl not fasting. Customer is concerned with results obtained: 1: true track 136 (B)(6) 2015 08:30:00 am fasting. Reviewed meter memory: (B)(6). Customers concern: customer is concerned with result of 92 mg/dl. Customer calling concerned her meter is providing results she considers are high for her .customer meter displayed a result of 136 mg/dl on (B)(6) 2015 am that she considers is high for her. Customer meter's time and date are wrong. No adverse event reported.